Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump, vacuum pump oil, catalytic converter and oil mist filter were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of a "smoke" or haze emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Additional parts replaced during the service included the vacuum manifold assembly and iso-kf centering ring. Device manufacturing date correction from 02/04/1998 to 01/05/1998. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue and system risk analysis (sra). Trending analysis of the smoke/haze issue was reviewed from september 2017 to march 2108 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were for return and further analysis. The assignable cause of the smoke/haze issue is the catalytic converter, vacuum pump, vacuum pump oil, oil mist filter, vacuum manifold assembly and iso-kf centering ring. The field service engineer replaced the parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).